Event description:
It was reported that the patient experienced the concord effect with their spectra penile prosthesis. The device was replaced with an inflatable penile prosthesis. The patient was doing well. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.